Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00163 on 09/22/2016 for a (B)(6) advia centaur xp (B)(6) ii patient result confirmed with (B)(6) confirmatory testing. Additional information: on 09/23/2016: (B)(6) confirmatory reagent lot and UDI numbers provided. (B)(6) confirmatory reagent lot # 3497. Expiration date: 12/15/2017. UDI # (B)(4). Device manufacture date:12/15/2015. On 10/11/2016: investigation result: the second sample from the same patient for the advia centaur xp (B)(6) result was (B)(6). The customer suspects sample handling contamination prior to loading the first patient sample onto the automation track handling system. The instruction for use (IFU) under the specimen collection and handling section states the following: "handle all samples as if capable of transmitting disease. · samples are processed by centrifugation, typically followed by physical separation of the serum or plasma from the red cells. The centrifugation step may occur up to 24 hours post draw. When testing 10 samples where the centrifugation step was varied up to 24 hours post draw, no clinically significant differences were observed. · test samples as soon as possible after collecting. Store samples at 2-8°c if not tested immediately. · store samples stoppered and upright at all times at 2-8°c up to 7 days. · store primary tube samples at 2-8°c up to 7 days. Keep samples stoppered and upright at all times. Primary tube samples include serum stored on the clot, plasma stored on packed red cells, and samples processed and stored in gel barrier blood collection tubes. When 10 samples in these primary tubes were tested up to 7 days, no clinically significant differences were observed. · freeze samples, devoid of red blood cells, at or below -20°c for longer storage. Do not store in a frost-free freezer. When 10 samples were subject to 4 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed samples and centrifuge before using. · package and label samples for shipment in compliance with applicable federal and international regulations covering the transport of clinical samples and etiological agents. Samples maintained at room temperature up to 2 days or refrigerated up to 7 days demonstrated no qualitative differences. Store samples stoppered and upright at 2-8°c upon arrival. If shipment is expected to exceed 7 days, ship specimens frozen." The instrument is performing within specification. No further investigation is required.

Manufacturer narrative:
The customer suspects a laboratory handling issue, and sample contamination prior to loading the test sample on the automation sampling track. The (B)(6) confirmed (B)(6) result was not reported to the requesting clinician, as the laboratory resolved the discordant result. No service was dispatched. The (B)(6) confirmatory instruction for use (IFU) states under the preparing the samples the following: "this assay requires 200 ul of sample for a single determination. This volume does not include the unusable volume in the sample container or the additional volume required when performing duplicates or other tests on the same sample. For detailed information about determining the minimum required volume, refer to the system operating instructions. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Remove particulates by centrifugation. Samples are free of bubbles or foam." The (B)(6) confirmatory instruction for use (IFU) states under the limitation section the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers." The (B)(6) instruction for use (IFU) states under the limitation section the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) instruction for use (IFU) states under the preparing the samples the following: "this assay requires 100 ul of sample for a single determination. This volume does not include the unusable volume in the sample container or the additional volume required when performing duplicates or other tests on the same sample. For detailed information about determining the minimum required volume, refer to the system operating instructions. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Remove particulates by centrifugation. Samples are free of bubbles or foam." The instrument is performing within specifications. UDI number: the UDI number is unknown. The customer has not provided the (B)(6) confirmatory reagent lot that was used at the time of the event.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample, and the results when repeated in duplicate were (B)(6). The customer performed (B)(6) confirmatory testing, and the advia centaur xp (B)(6) result was confirmed. The laboratory questioned the confirmed (B)(6) result and performed repeat testing on another sample tube and the (B)(6) results were (B)(6). A (B)(6) result was reported to the physician. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed (B)(6) advia centaur xp (B)(6) result.